Event description:
At the second punction, the needle's tip broke and stayed inside the patient as per complaint form: "during the puncture under ultrasound endoscopy, during the second pass the needle broke and became trapped in the puncture mass, the pancreas. A piece of the needle tip remained in the patient. After scanning, the patient ate and went home."

Manufacturer narrative:
510(k) number: k142688 the echo-hd-3-20-c device of lot number c1620443 involved in this complaint was returned for evaluation, with the original packaging. The packaging was open on receipt. With the information provided, a physical examination and document based investigation was conducted. The device related to this occurrence underwent a laboratory evaluation on the 23oct2019. Distal kink approximately 1.9cm from tip of sheath. Distal tip of needle broken. It is likely that the initial failure mode was the distal kink leading to the broken needle. Prior to distribution, all echo-hd-3-20-c devices are subjected to functional checks and visual inspection to ensure device integrity. These inspections and functional checks are outlined in internal procedures in place at cirl a review of the relevant manufacturing records ((B)(4)) revealed no discrepancies that could have contributed to this complaint. Upon review of complaints, this failure mode has not occurred previously with this lot number. Based on the information available to date, there is no evidence to suggest that there are any manufacturing issues associated with lot number c1620443. There is no evidence to suggest that the customer did not follow the instructions for use. A definitive root cause could not be determined as the circumstances of use cannot be replicated in the laboratory. A possible root cause for the distal kink could be attributed to the device being used in a tortuous position and tortuous anatomy. Complaint is confirmed as the failure was verified in the laboratory. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Complaints of this nature will continue to be monitored for potential emerging trends.

Manufacturer narrative:
510(k) number: k142688. Investigation is still pending, a follow up MDR will be submitted to include the investigation conclusions.

Event description:
At the second punction, the needle's tip broke and stayed inside the patient. As per complaint form: "during the puncture under ultrasound endoscopy, during the second pass the needle broke and became trapped in the puncture mass, the pancreas. A piece of the needle tip remained in the patient. After scanning, the patient ate and went home."